Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris IV piggyback was hung on an alaris pump as a secondary and it immediately started dripping in the chamber very fast. Paused pump and the med was still dripping fast in the secondary drip changer. Clamped the secondary line while troubleshooting. Verified proper tubing set up of both primary and secondary lines. Moved the entire setup to a different pump & channel, the issue continued. Changed the secondary tubing and the dripping was still too fast and continued when the pump was paused. So, I set up a whole new primary, secondary and liter fluid bag and the issue resolved. So, it appears to have been an issue with the primary tubing setup. Internal rl (B)(4)."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had free flow was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "alaris IV piggyback was hung on an alaris pump as a secondary and it immediately started dripping in the chamber very fast. Paused pump and the med was still dripping fast in the secondary drip changer. Clamped the secondary line while troubleshooting. Verified proper tubing set up of both primary and secondary lines. Moved the entire setup to a different pump & channel, the issue continued. Changed the secondary tubing and the dripping was still too fast and continued when the pump was paused. So, I set up a whole new primary, secondary and liter fluid bag and the issue resolved. So, it appears to have been an issue with the primary tubing setup. Internal rl (B)(4)."